Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2011. A 5076, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was occasionally vibrating in the patient's chest "like a cell phone". It was recommended the patient discuss the matter with their physician. No known intervention has taken place to date. No patient complications have been reported as a result of this event.